Manufacturer narrative:
Update to d9, h3, and h10. Correction to h6; component code, device code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection identified a small pinhole in the sheath liner approximately six inches from the distal strain relief. Multiple liner strands were observed along the sheath shaft, with an additional liner strand exposed through the proximal end of the sheath hub upon system removal. High density polyethylene material was noted to be torn or damaged approximately 5.25 inches from the distal strain relief. Liner thickness measurements taken along the area of the liner tear were found to be within specification. Review of the three-dimensional imaging (3mensio) indicated the presence of tortuosity and calcification in the patient's right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as a compromised sheath. The reported events of liner strands and liner puncture were confirmed based on returned product evaluation. Available information suggests that procedural factors (high push force) and/or patient factors (tortuosity, calcification) may have contributed to the reported event, as confirmed per 3mensio. In addition, it was noted that "pushing quickly and forcefully through the sheath may have contributed to the event." High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage or punctures, or kinks. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft and liner particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 29 mm s3ur valve, there was resistance inserting the delivery system thru the sheath which resulted in a liner tear and puncture. Midway through the procedure, after the middle sheath passed the non-expandable portion, the delivery system encountered difficulty during removal. The reporter noted that the valve was still on the shaft, stating that there will always be difficulty removing the delivery system in this circumstance. During this process, the valve protruded out the side of the sheath. Damage was identified on the partially expandable white portion of the sheath, including the sheath tearing open. Additional information indicated that the valve strut bent and punctured the sheath, resulting in punctures possibly multiple and an expandable seam tear. The delivery system and esheath were ultimately removed from the patient as a single unit. No damage was reported to any other edwards devices, and no patient injuries occurred. The reporter stated that difficulty was also encountered while inserting the delivery system through the esheath and that the kink or damage on the esheath was suspected at an unknown time. There was no difficulty with insertion of the esheath itself. Withdrawal difficulty was unknown. The valve was not implanted, as no attempt was made with the initial system. Regarding possible causes, the reporter initially cited that pushing quickly and forcefully through the sheath may have contributed to the event. Additionally, per the structural fellow, he felt he may have been pushing too aggressively, and with the patient's tortuosity, this may have led to the valve diving into the wall of the sheath and ultimately bending a strut. No additional interventions were required. A second system and sheath were advanced smoothly, and a second valve was deployed using the same access side. The patient tolerated the procedure well, and hemostasis was achieved following deployment. The device will be returned for examination.